Manufacturer narrative:
It was reported that the c6 monitor charging cord was burning. The device was returned for investigation. Device was inspected for general physical integrity, was found to have damage at the charge port. Charging cord was also returned and has evidence of the device melt. Engineering evaluation was able to confirm the melt event. During visual inspection the charging port was visibly burnt although there is no evidence that the monitor itself was the source of the melt. Am&d philips is further investigating this known malfunction.

Event description:
It was reported that the c6 monitor charger cord was burning. The patient services rep offered the patient a break in service and a replacement however, the patient declined. The patient stated that they found another charger to use. It is unknow if any property damage or injury occurred. Additional information was requested however could not be obtained.